Event description:
A pump declared a cartridge change error, prompting the customer to contact support. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting the cartridge o-ring, cleaning the pneumatic tap area, and attempting to load a new cartridge. When the error recurred with a different cartridge, technical support decided to replace the pump. The customer was informed on how to put the pump into storage mode and instructed to use multiple daily injections as backup insulin therapy until the replacement pump arrived.